Event description:
The camera pole came off the cart and hit a tech in the head. He was pushing the cart down the hall, he stated he was not using the pole as a handle and he thought the camera was lowered. The pole broke causing the camera to hit him in the head. He stated a doctor was behind him and steadied him. He went to employee health with a bump on his head, a headache and neck ache. The tech has a titanium plate in his neck from a previous incident. He said he was fine and did not miss any work due to this incident.